Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: h4 the device was returned to olympus for inspection, where the reported failure of image loss was confirmed, attributed to damage of the charge coupled device (ccd) unit. During the device evaluation, the following additional reportable malfunction was identified: damage to the bending tube, resulting in an unsecured joint between the bending tube and the distal end. Based on the investigation findings, the probable cause of this complaint was random component failure, with no identified design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted once the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image on the bronchoscope had disappeared. The location where the event occurred was unknown. There was no report of patient harm.